Manufacturer narrative:
Unit received with blank display. Unable to perform displacement test.

Event description:
The customer reported via phone call that their device a cracked screen. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 156 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.